Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. She is at the end of her pregnancy and her blood glucose level was really high. Customer's blood glucose level was 412 mg/dl. She changed her site a couple of times. She had headaches, migraines, and vomited. The customer treated her high blood glucose level with the a bolus. The device was not returned.